Event description:
The hcp reported that the tp had a tuna procedure in 2004. During the procedure, it was noted that one of the needles was not heating. The procedure was completed using only one needle. No complications were reported during the procedure. Approx 3 weeks later it was elected to perform a transurethral resection of the prostate (turp) because the pt's symptoms of urinary retention had not resolved. During the turp procedure a piece of the tuna needle sheath material was noted and flushed out of the urethra. The turp was completed with no complications.